Event description:
It was reported, the patient saw a low patient programmer battery icon on the programmer. It was noted, the patient programmer batteries had not been changed for a month prior to report. It was noted, the patient¿s deep brain stimulator (dbs) had stopped working one week prior to report. It was stated, the patient had been shaking ¿out of control¿ since (B)(6) 2014. It was noted they had not seen their doctor since (B)(6) 2013 and they had not contacted them since. It was stated they had a loss of therapeutic effect.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va05216, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va0501u, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).